Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old. The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (298 mg/dl). Once the customer changed her insulin vial, her blood glucose levels stabilized.